Event description:
It was reported that there was frostbite on the patient skin. A icerod cx 90 degree needle was selected for a cryoablation procedure. During the second freezing period, frostbite was observed on the patient skin. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that there was frostbite on the patient skin. A icerod cx 90 degree needle was selected for a cryoablation procedure. During the second freezing period, frostbite was observed on the patient skin. It was further reported that the anatomical location of the treatment was the posterior part right kidney. Additionally, frost was seen along the entire length of the needle shaft. There was no additional protection for the patient skin. When frostbite was detected, it was determined to be first or second degree, and it was treated with pain medication and heating of the area. A few days later, the patient was seen by a urologist, and only a small red mark was left on the skin. The malfunction was observed when the needles were being removed, so the treatment was completed with the original device.